Manufacturer narrative:
The rv lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, it was noted that the lead was not pacing. When the rv lead was connected to the device, it was again noted that it was not pacing. This rv lead was removed and another lead was implanted. No adverse patient effects were reported.